Event description:
It was reported that a spectrum pump had a blank screen during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, evaluation found the display had a grey spot at power on. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the display. The display requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.